Event description:
The ink pad disintegrates and therefore, particles are transferred from the marker to the cornea.

Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation.